Event description:
Coaptite post approval study. A patient (B)(6), was enrolled in the post-approval coaptite injectable implant study for stress urinary incontinence. The patient was injected with 1.5ml coaptite on (B)(6) 2009. At the 6-month follow-up appointment on (B)(6) 2009, the patient was prescribed topical anticholinergic medication for urge incontinence. On (B)(6) 2009, the patient developed a mild urinary tract infection, which was treated with antibiotics for 10 days; the symptoms resolved. Dr (B)(6) does not feel that either of these aes were related to the coaptite implant.

Manufacturer narrative:
Continue catalog: 8005p10, lot: 1009281, expiration date: 04/30/2011. (B)(4). This event was reported in the line listing of the interim post-approval study status report for (B)(4), submitted to the FDA on 9/30/2010. Since the adverse event required antibiotics, to correct the uti, this event was determined to be a reportable event. The device history records for coaptite lots 1009256 and 1009281 were reviewed; all requiring testing specifications had been met prior to release, and there were no abnormalities noted.